Event description:
It was reported to philips that the device failed the therapy cable portion of the op check. The customer replaced the therapy cable and there was no change. There was no reported patient involvement/adverse patient impact.